Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. The impella device was not returned for evaluation. The root cause of the issue was most likely a leak from the sidearm but the exact location of the leak was unknown. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12971. E4 should have been left blank in the initial report. H6 code 4627 was reported incorrectly.

Event description:
The complainant reported a 63-year-old patient in an acute myocardial infarction / cardiogenic shock (ami/cgs) was implanted with an impella cp device for mechanical circulatory support. The physician reported that there was a leak between the purge filter and the pressure relief valve from which the purge fluid was leaking. The staff was recommended to replace the pump; however, the impella was not removed as a result of the issue. The device was explanted four days later without issue.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿